Event description:
Complainant alleged that while defibrillating a male pt with electrodes, sparks were observed after delivering eight to ten shocks. Upon removal of the electrodes, one of the wires pulled out from the electrode. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.